Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the unknown-side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Correction to g2: previous report noted "foreign" which was incorrect as this is a domestic report.

Event description:
The device has been explanted and replaced. Affected side is left.